Manufacturer narrative:
This charger model was associated with a field correction. Corrective and preventive action (CAPA) investigation was performed. Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating." Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06098. The patient has two systems implanted one for therapy in her cervical area and one for therapy in her thoracic area. It was reported the patient is experiencing frequent charging and pocket heating while recharging with her cervical system. The patient stated she typically charged every two weeks and now she is having to recharge the ipg every other day. A sjm representative met with the patient and has requested the ipg be replaced. Surgery intervention is pending. Additionally, the ipg charger will be exchanged with a low energy charger at the time of the ipg revision to address the pocket heating issue. Follow-up is pending. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.